Manufacturer narrative:
A ge oec service representative investigated the issue and found the 5 volt power supply was below specification and was repaired. No issue found with the filmer and the time and date stamp were repaired, which was found during repair of no fluoro. The facility was unable to or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 2600 fluoroscopy system would not make x-ray exposure, the filmer was not responsive, and the time and date stamp were incorrect.